Manufacturer narrative:
Additional information has been provided regarding the initial complaint.

Event description:
The customer's wife called back stating the customer was taken to the emergency room and was transferred to the ICU. Blood glucose value when admitted to hospital: 598 mg/dl. The wife was asked if any significant events leading to hospitalization, she can't remember, a possible no delivery alarm but not positive, knows she changed the battery and set. The customer's wife also stated that the customer has been getting bent cannulas. The customer was disconnected from the insulin pump while in the ICU.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 401 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not see the 5 unit bolus they programed in their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.